Manufacturer narrative:
Additional information: on 9/27/2019, the mentor failure analysis lab received the device for evaluation. On 10/21/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. Leak testing revealed there was a tear between valve and shell. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and leaking valve. Concomitant medical products: saline mentor siltex round moderate profile 275cc, catalog # 3542640, lot # 7338980, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a breast augmentation revision with a saline mentor siltex round moderate profile 275cc breast implant and experienced deflation and leaking valve on the left side post-operatively. As a result, the patient underwent bilateral device removal and replacement with 280cc mentor memorygel breast implants, catalog number 3541208, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019.